Event description:
It was reported that a user of the ilet bionic pancreas experienced recurrent low glucose alerts followed by hyperglycemia after treating with approximately one-quarter can of soda, while also announcing usual meals as ¿less than¿ and often announcing at or near the peak of glucose rise, which led to inadequate meal insulin dosing and subsequent highs; the user lacked awareness of both low and high glucose and was advised to perform a factory reset and was assigned for additional training. Symptoms included low glucose without symptoms and subsequent elevated glucose without symptoms. Outcomes included user education, assignment to additional training, and no change in blood glucose during the call. Investigation included troubleshooting and education by support personnel. Investigation of this case revealed user-related use error in meal announcement timing and meal size selection that contributed to glycemic excursions. It was concluded that the device functioned as designed and that user technique and timing were the primary contributors, with a factory reset and training recommended to restore appropriate use.